Event description:
End user reported that the joystick knob for her m51p power chair came off. User also stated that she has hit walls in her bathroom and hallway, allegedly put a hole in the jetted bathtub due to the chair not driving straight. User reported that she is an amputee and her only leg is all bruised up due to hitting walls and not being able to control the chair.